Event description:
Device was implanted in 1996. In 2003 patient experienced locking and felt something loose in the joint. Surgeon removed a fragment of the broken prosthesis from the retaining spur of the tibial component. Date of revision unknown.